Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was provided with a repair quote. The device has not been returned for investigation or repair. The cause of the reported issue could not be determined. The device serial number in d4 should be: (B)(6). Device not evaluated by manufacturer.